Event description:
The dentist reported that the zirconia abutment fractured when he attempted to impress prior to fabrication of a replacement crown.

Manufacturer narrative:
The product was returned. The reported fracture was confirmed. The lot number was not provided; therefore, the risk management files could not be reviewed. A definite cause could not be determined.